Manufacturer narrative:
The device was not returned for evaluation. No images were provided for evaluation. The following additional information was requested and received: - was the patient hospitalized or was there prolonged hospitalization due to this occurrence? Pt left the hospital after zfen implant. Was readmitted for explant due to endoleak. - did the patient require any additional procedures due to this occurrence? If yes, please describe. Yes, the patient had the zfen explanted & an open aaa was done. - did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Doctor does not believe the device was a fault. Pt anatomy to blame. A review of device history record for work order (B)(4) was reviewed appeared complete and correct. The device was manufactured to specification and did not reveal any discrepancies that could have contributed to the adverse event. The instruction for use (IFU) supplied with the device states: the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. "Endoleak" is listed as a potential adverse event. Based on the information of the investigation, the most likely root cause is "anatomical characteristics at seal site not suitable for endovascular repair".

Event description:
When implanted, the case was challenging and ended up with a type 1a endoleak. The physician explanted the device approximately 3 weeks later.

Event description:
When implanted, the case was challenging and ended up with a type 1a endoleak. The physician explanted the device approximately 3 weeks later.